Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message on the 7th day of wearing the adc freestyle libre sensor. The customer experienced unspecified symptoms of hypoglycemia and was treated with glucose gel and dextro energy by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "replace sensor" message on the 7th day of wearing the adc freestyle libre sensor. The customer experienced unspecified symptoms of hypoglycemia and was treated with glucose gel and dextro energy by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Current was applied to sensor to perform sim vivo testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.